Event description:
Stryker high flow insufflation tubing was connected to the machine as usual. When the start button was pressed to start gas flow, the machine alerted that the tubing was "not connected". Tubing was disconnected and re-connected but an attempt to start gas flow had no success. New tubing was connected and it functioned properly.